Event description:
The following information was reported: the patient underwent a left heart catheterization on (B)(6) 2014, a mynxgrip (5f) vascular closure device was deployed in the lfa (left femoral artery). Hemostasis was not achieved and manual pressure was applied for 10 minutes. The patient had 2+ pedal pulses upon leaving the cath. Lab. The patient was discharged later that evening. The patient presented to the ER the following friday ((B)(6) 2014) with lower leg pain and no pedal pulses. The patient underwent femoral angiograms, which showed the popliteal artery to be occluded. Attempts to snare the sealant were unsuccessful and a cut down procedure was performed. The sealant was extracted and blood flow was re-established. The patient was reported as stable and in the ICU (intensive care unit) due to undergoing a fasciotomy. Vessel size: 7 mm.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lhr (lot f1420904) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided, the root cause of the reported event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).